Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported that an expired t2 locking screw was implanted during a gamma nail surgery.

Manufacturer narrative:
Product inquiry states the locking screw, fully threaded t2 tibia ø5x57,5 mm to be the subject product. No further associated products were reported. Review of the DHR of the locking screw reported did not indicate any deviations; the DHR contain a copy of the label set (label for packaging and patient record label). All labels indicate end of shelf life by (end of) (B)(6) 2014 (nominal value). The device reported was documented as faultless prior to distribution. In the case presented an expired locking screw was implanted into a patient. The sterilization date was exceeded (expiry date: august 31, 2014; date of implantation: (B)(6) 2015). Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. A medical consultation in a similar case (a nail has been implanted approx. 6 months after expiry date) revealed that any such situation does not require medical intervention and a risk for the patient is not to be expected. The expiry date is a theoretical date which offers a high level of safety and the risk of an infection caused by a simple transgression of the expiry date is negligible. Nevertheless, the expiry date of the reported locking screw should have been noticed prior to surgery. Based on the above the event is not linked to a deficiency of the device but is rather related to off label use. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
It was reported that an expired t2 locking screw was implanted during a gamma nail surgery.